Event description:
The recipient has a cochlear implant and the implant is giving scalp issues, it is making an open wound on the user's scalp. The recipient has gone down to level 3 magnet and it doesn_t seem to be helping. Reporter directed recipient to stop wearing processor _ contact her ci center immediately for medical management.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received the recipient suffered from an open wound above implant. The magnet strength was decreased. However, the reported issue is still present. Despite requested no further information has been received.

Event description:
The recipient has a cochlea implant, and the implant is giving scalp issues, it is making an open wound on the user's scalp. The recipient has reduced the coil magnet strength down to level 3 magnet, and it doesn_t seem to be helping. The user reached out via message through med-el website to ask if there was something else to try alleviating the pain.